Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/08/2024. An investigation was conducted on 05/13/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. There were no visual defects observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the hot jaw was observed to be peeled back, exposing the hot metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000379282 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the silicone on the jaw started to fray during a harvest. Nothing came off in the patient and the harvester noticed it right away and removed the device from the field. No patient affects and the only delay was to change out devices.